Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 500 mg/dl; cause was not known. The customer bolused via the pump to address bg prior to hospitalization. The customer was treated with an IV of fluids and saline. Customer was discharged from the ICU two days later with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management. There were no malfunctions with the pump, which was functioning as intended, and the customer was released from the hospital on (B)(6) 2025.